Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. (B)(4). The device was not returned for evaluation. A review of the lot history record identified no manufacturing nonconformities issued to the reported lot that would have contributed to this event. Based on the case information and related record review, a conclusive cause for the reported patient effect(s), and the relationship to the product, if any, cannot be determined. The reported patient effect of dissection is listed in the xience prime, xience prime small vessel (sv), and xience prime long length (ll), everolimus eluting coronary stent systems instructions for use as a known patient effect of coronary stenting procedures. Based on the information reviewed, there is no indication of a product quality issue.

Event description:
It was reported that during the procedure to treat a mildly calcified de novo lesion in the mildly tortuous proximal circumflex (lcx) coronary artery, after advancement of a whisper es guide wire via femoral access, the lesion was pre-dilated with a 1.5x10mm non-abbott balloon dilatation catheter (bdc), followed by advancement without resistance and deployment of a 3.5x38 rx xience prime drug-eluting stent, without issue, at a maximum pressure of 12 atmospheres. The rx xience prime stent delivery system was withdrawn without resistance and the stent was then post-dilated using a 3.5x12 nc trek balloon. After post-dilatation, a dissection was noted at the proximal edge of the stent. The dissection was successfully treated via deployment of a 3.5x18 xience prime stent, covering the proximal edge dissection and extending up to the ostium. There were no adverse patient sequelae, no occurrence of a clinically significant delay, and no device or other procedural issues noted. No additional information was provided.